Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the surgeon observed grey material coming from the shaft of the vessel sealer extend (vse) instrument. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the excessive lubricant was observed on the barrel of the instrument coming out of the shaft while working on the patient. The piece of lubricant fell off and looked like paint chips therefore was easy to remove from the patient. They used a backup synchroseal instrument to complete the procedure. The instrument will be returned to isi for analysis once the hospital does their own investigation. No x-rays or ultrasound was performed as it may not have been visible.